Manufacturer narrative:
Product event summary: product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The lead was received with an outer insulation extrinsic breach cut and distortion to the distal conductor.

Event description:
It was reported that the during the implant procedure, the doctor attempted to insert the lead using the cutdown approach and strong resistance was felt during insertion because the vein was thin and strongly curved. The lead insertion was progressing from superior vena cava (svc) to right ventricular (rv), but since the tip of the lead had found to be strongly bent to make a 90-degree turn under fluoroscopy. It was extracted out of the body and was re-inserted after it was straightened up. Although it was attempted to measure the data at this point, the lead was not capturing. It was determined that lead was not usable and another lead of the same model was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).